Manufacturer narrative:
The device was not returned but a lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that, following a likely diagnostic procedure, in 2007, the physician attempted arteriotomy closure with a starclose vascular closure system. The procedure to deploy the starclose clip has been completed correctly until the last step, when tension was not released during the clip deployment and hemostasis was not achieved. Manual compression was required to achieve hemostasis. The day after the procedure, a pseudoaneurysm was found at the femoral access site and was treated with a compression bandage for four days. After this time, the pseudoaneurysm had not reabsorbed and surgical intervention was performed to achieve closure. The vascular surgeon reported that he found a large access than those he was used to finding in cases of pseudoaneurysm following cath lab procedures. No additional intervention is available.